Event description:
Additional information received reported that the patient was seen by a health care provider (hcp) on (B)(6) 2012 and both devices had been turned off by a previous hcp in august. The reporter stated that an hcp recommended a revision of the patient's device system, but the patient and family declined and stated that the system would remain off, the patient was doing well without the device, and the patient would return to an hcp for a "neuro follow-up" in december.

Event description:
It was reported that the patient experienced an 'electrical shocking sensation through their body' that occurred when the device was turned on. It was noted that the internal neurostimulator (ins) was turned currently turned off. It was further noted that the patient was sent to the emergency room on (B)(6) 2012, but they 'did not do anything with the device.' No trauma or falls were reported. It was indicated that 'this happened in (B)(6) 2012 to the patient, and the patient was reprogrammed successfully without shocking until this past incident.' The patient outcome was not provided. Refer to manufacturing report # 3004209178-2012-07536.

Manufacturer narrative:
Product ID 7426, serial# (B)(4), implanted: (B)(6) 2008, product type neurostimulator; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type extension; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type extension; product ID 3387-40, lot# l78573, implanted: (B)(6) 2000, product type lead; product ID 3387-40, lot# l78573, implanted: (B)(6) 2000, product type lead. (B)(4).